Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the blade tip broke off and returned. During functional testing on a generator the device gave an error code 5. The device will stop activating, and either emits a solid tone or display an error code 5 on the generator display when the blade becomes damaged. The device was disassembled and the break was located inside the tube proximal to the tissue pad. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code. The analysis concluded that the blade broke off due to contact with the clamp arm pin. No conclusion could be reached as to what caused the blade to make contact with the clamp arm pin.

Event description:
It was reported that during a lap uterine procedure, an error 5 occurred and the blade was broken off soon. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.